Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 55-60 mg/dl. Customer received a glucagon injection to address low blood glucose, ate carbohydrates and was treated with intravenous fluids of saline while in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (apidra) within the pump supplies. Reportedly, customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on using off label insulin and the customer acknowledged use error and education to not be connected to the pump during the fill tubing process.